Event description:
Patient initially reported encapsulation. Patient further reported "can't sleep on my back too painful... Or put my arms above my head. Had a number of infections since having them fitted, chest infections, always got flu like symptoms. And chronic pain . Always tired more than normal. Breast is very painful to a little touch." Also noted being stressed and upset due to the symptoms. Healthcare professional reported capsular contracture, baker grade IV. Patient additionally reported uti and fibromyalgia which have been deemed not related to the device. Affected side is left. The device has been explanted and total capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of infection (unknown onset) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; number of infections since having them fitted, chest infections.